Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage to the keypad traces. There was no moisture damage found on the electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's nurse reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 336 mg/dl at the time of incident. The customer's nurse was advised that the insulin pump will need to be replaced. The customer's nurse was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.